Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when the right ventricular (rv) lead was taken out of the device to reposition, the set screw was likely loosened too much, and when the physician tried to pull the rv lead back they could not engage the set screw. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.